Event description:
While participating in a pns trial, patient experienced nausea and vomiting. Patient went to hospital for treatment and was diagnosed with gastritis. Incident was not related to leads; however, leads were pulled while patient was receiving treatment.